Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated short interval counts (sic) and non-sustained tachycardia. In addition, t-wave oversensing (twos) was observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) was identified in two non-sustained episodes. Concomitant: 407652 lead implanted: 2010-(B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)